Event description:
Customer alleged handle is loose and rollator folded up on her while in use. No injury alleged.

Manufacturer narrative:
Model and serial number of device are unknown. Dealer did not have this information in their records. Unknown if this is an invacare product.